Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was not observed.

Event description:
Customer reported via phone call that the insulin pen will not dial up past 4.0 units. Customer stated they were able to rewind the screw all the way back down into the pen. No harm requiring medical intervention was reported. The device was returned for analysis.